Manufacturer narrative:
The investigation is in progress. A sample has been received and is awaiting inspection. A root cause has not been identified. (B)(4). This report was mailed to FDA on 05/21/2014. (B)(4).

Event description:
A nurse reported that during a vitrectomy surgery, micro air bubbles appeared in the vitrectomy probe port. The surgeon did not exchange products and proceeded. The procedure was completed without harm or impact to the patient. There is no additional information expected to be obtained for this case.